Event description:
The customer reported the cine function failed to operate, thereby losing subtraction, road-mapping, or other critical vascular cine functions. There is no report of pt injury or death.

Manufacturer narrative:
A ge representative evaluated the system and could not reproduce the reported problem. The system operates as intended.